Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that getting poor communication on the programmer and could not communicate. The patient was also not able to communicate using the recharger. The last time the patient felt stimulation was on (B)(6) 2015. It was noted that the last time the patient recharged was on (B)(6) 2015, but later the patient gave conflicting information that he would recharge for four hours on sundays and that he had last successfully charged on a sunday. The patient had been trying to charge for two days and he had not been able to. The patient was to follow-up with his health care provider. The issue occurred during use. Additional information has been requested regarding troubleshooting and outcome but it was not available at the time of this report. If additional information is received, the event will be updated.